Event description:
It was observed that during the device evaluation, the duodenovideoscope had adhesive around the objective lens that was peeled, and the nozzle had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign material could not be established; it is likely that the foreign material remained because the device was returned without reprocessing. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The cause of the adhesive peeling was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.